Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, keys on the keyboard were not functioning. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that all keys on the keyboard were not functioning. A field service engineer reseated the keyboard universal serial bus (usb) connection and tested functionality within the med application. The system functioned as intended after the field service engineer repaired the device.